Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2016, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the mid left anterior descending (lad) artery with 80% stenosis and was 10mm long with a reference vessel diameter of 2.50mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 16mm study stent with 0% residual stenosis. However, seven days post procedure, the patient expired of unknown causes.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that acute myocardial infarction occurred. The following after post-index procedure, the patient was discharged on dual antiplatelet therapy. Six days after, the patient expired due to myocardial infarction.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that as per death certificate, the cause of death was acute myocardial infarction and no cardiac enzymes were withdrawn.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred as per adjudication.